Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using an ilet pump after meal announcements, noting the system delivered larger-than-needed insulin doses despite selecting smaller meal sizes and using novolog. Symptoms included low blood glucose at 55 mg/dl with approximately two hours below range, without loss of consciousness or need for medical intervention. Outcomes included self-management without hospitalization or professional treatment. Investigation included a structured troubleshooting call covering recent settings, cgm targets, weight entries, bg run mode, insulin type, meal announcement timing and size, exercise, tubing fill and disconnection practices, and cartridge handling. Investigation of this case revealed likely inappropriate meal announcement behavior during the learning phase and potential overcorrection by the algorithm following meals, consistent with user-reported selection of ¿less than¿ and mismatched intake, which can drive excess insulin delivery. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements and algorithm adaptation were the most probable causes, and education with potential device reset through a clinician was indicated.